Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a in.pact pacific as per the IFU for treatment of long femoral right popliteal occlusion. Antegrade approach was used. Puncture was carried out with a 20g needle. A non-medtronic 5fr sheath was used which was later switched for a 6fr non-medtronic sheath. Pre-dilation was carried out using a pacific plus. It was reported a balloon twist occurred during use of the in.pact pacific. The procedure was completed successfully with the same device. A control angiogram showed remaining stenosis of the popliteal artery p1 and an helical dissection of the sfa leading to the implantation of 2 non-medtronic stents (6x80 in popliteal, 6x150 in sfa). Post-dilatation was carried out with a 5mm balloon. Good results were noted angiographically. A non-medtronic closure device was used.